Event description:
It was reported that ongoing occlusion alarms occurred. Reportedly, on (B)(6) 2023 customer was admitted to the intensive care unit due to a blood glucose (bg) level of over 400 mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, customer experience brain swelling. Customer was treated with intravenous fluids of insulin and saline, antibiotics, and an unspecified medication. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the ICU. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.